Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from denmark during an aortic valve replacement, after completion of perfusion, the ezglide ezc24ta cannula connector broke at the weld when the cannula was removed from the patient. Following weaning from bypass, the tubing was disconnected from the arterial cannula and connected to the venous cannula to flush the remaining volume from the heart-lung machine (hlm) back to the patient. At this point, the cannula detached at the connector-to-cannula site rather than the connector-to-tubing site. The weld at the connector-to-cannula junction was loose. It was unclear whether the weld had been loose from the start, as the entire perfusion ran without issues and the weld was difficult to detect. According to the report, the cannula was clamped just above the wire-reinforced section. Perfusion lasted 126 minutes, with approximately five minutes before initiation and five minutes after weaning prior to cannula disconnection. There were no difficulties in preparing the cannula or connecting it to the bypass tubing. The situation was managed in the operating room without blood loss or complications.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (device code): "1562 - material separation" code removed. H11: additional manufacturer narrative: a DHR review was completed by the supplier, and per their report, it was confirmed that good documentation practices were followed properly and no non-conformances or deviations associated to the subject work order were found. Additionally, the personnel(s) involved in the bonding process are trained per requirements set by the supplier's tip and connector bonding procedures. Retain samples were also evaluated and no abnormal condition was found. Connector and tip bonding sections showed evidence of solvent, visual appearance was considered acceptable based on acceptance criteria at that time. Current mitigations in place includes 100% inspection of the cannula to check for voids and bubbles in the bonding region to verify that they are fully seated and properly aligned with the cannula body. Based on the information available, the complaint of connector separation from the cannula body was confirmed through product evaluation. Supplier evaluated connector images provided and based on visual evidence confirmed that the connector was properly bonded, and the bonding process was not omitted. A previously initiated supplier CAPA, for a different complaint related to the bonding process, led to the supplier updating the manufacturing mitigation and inspection process. A manufacturing defect is unable to confirmed based on the inspections in place, including 100% inspection of the cannulas done to check the bonding region for voids, bubbles and proper alignment. Though operational factors including handling of the device may have caused the connector to separate from the cannula body, no damage was noted to indicate that being the cause. As such, the assignable cause being selected is supplier manufacture as the potential cause is related to an inadequate bond in manufacturing. As the device was able to be used up to the point of removal without issue, the separation due to the bond is likely a contributing factor and not the sole cause. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Information added to section e1. H3: device evaluation: the device was returned for evaluation. Customer report of "cannula detached at the connector-to-cannula site" was confirmed. Barb connector was received detached from cannula body at the bonding area. Bonding material was visible in the cannula at the connecting junction. No other visual damage, contamination, or other abnormalities were found on the connector and the cannula. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.